Event description:
It was reported that before surgery and while being sent to a hospital warehouse, the manager noticed that the applicator handle was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Handle the analysis results for the device found that it was received inside its original package. Upon evaluation the handles were noted to be separated. In addition the device fed and formed the clips as intended. Upon firing of the device, the clips were conforming according to our manufacturing specification. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.